Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the force bipolar instrument jaws would not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not have its jaws closed on tissue, and there were no issues removing it from the cannula. No visible damage or missing fragments were observed, and no fragments fell into the patient¿s anatomy. The issue was resolved by replacing the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. Visual inspection-external, visual inspection-internal, and manual articulation of inputs tests/ inspections were performed, and the complaint could not be reproduced. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and close properly. The instrument was fully functional.